Event description:
Mepilex border post-op ag dressing noted to be discolored (tan / brownish) around the dressing's edge. Dressing removed from surgical field and replaced with "like" dressing without any identified dressing issues. FDA safety report ID # (B)(4).